Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. The patient reported to feel extreme discomfort when the rv lead was pacing. Electrophysiology evaluation indicated the lead was possibly exhibiting micro perforation. The lead was revised but the discomfort continued. During another revision of the lead location, the helix was not able to be retracted and the physician decided to explant the lead and implant another one. No additional adverse patient effects were reported. The rv lead was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is known inherent risk of device.

Manufacturer narrative:
Corrected adverse event outcomes.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. The patient reported to feel extreme discomfort when the rv lead was pacing. Electrophysiology evaluation indicated the lead was possibly exhibiting micro perforation. The lead was revised but the discomfort continued. During another revision of the lead location, the helix was not able to be retracted and the physician decided to explant the lead and implant another one. No additional adverse patient effects were reported.